Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The valve was damaged. It was reported that out of the package there was visible damage to the valve of the vizigo sheath. A white "membrane type material" sticking out of the back of the catheter handle. The sheath was replaced, and the case was completed. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 20-apr-2022, the product investiation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The valve was damaged. It was reported that out of the package there was visible damage to the valve of the vizigo sheath. A white "membrane type material" sticking out of the back of the catheter handle. The sheath was replaced, and the case was completed. No patient consequences were reported. Device evaluation details: visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. There was no observed foreign material on the sheath handle. A device history record evaluation was performed for the finished device [50000076] number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-mar-2022, bwi received additional information regarding the event. There was no damage to the pouch. The white membrane was hanging out hemostatic valve area. The issue was noticed before use and the device was not used on the patient. There was a white ¿cloth¿ looking material hanging out of hemostatic valve. Foreign material on usable length of catheter is MDR-reportable. As a result, the h6 medical device problem code for "contamination / decontamination problem" (a18) was added. Additionally, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).